Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while stapling, the stapler stayed lock for the first reload and did not fire during a laparoscopic bariatric procedure. Another handle was used to complete the case. There was no patient injury.